Event description:
This involved a infant undergoing circumcision by ob/gyn. Md placed clamp, tightened it, and began procedure. About half way through circumcision the clamp slipped causing a penile laceration. A urologist was contacted and repaired the laceration with sutures.====================== health professional's impression======================the clamp slipped and caused a laceration which required sutures.